Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unusual (other) issue. The reporter stated they patient had issues with the pump. There was no additional information at the time of this report. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: battery compartment was cracked between bumper pad and top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.